Event description:
It was reported that this patient fell, subsequently the leads were exhibiting loss of capture (loc) and high pacing thresholds. The physician decided to explant the pulse generator and both leads. A new leadless device was successfully implanted. No additional adverse patient effects were reported.